Event description:
It was reported the device was used during an lavh. The customer ordered the ez35w from their dealer. They received tsw35. The product was then used during this case. The tsw35 was fired and then reloaded with an ez35 reload. The account did not realize they had the tsw instead of the ez35. The device misfired during this firing. The case was completed with 5 more tsw35s because the customer did not have any reloads for the device. There was no consequence to the patient. 04/04/97 it was reported by the rep (1) tsw35 misfired and then the case was completed with (2) ez35s and (1) tsw35. 04/07/97 it was reported by the rep that (2) tsw35s misfired during the procedure due to the wrong reload. The hospital borrowed (2) ez35s from another hospital to complete the case.